Event description:
Free t4 results for one patient sample do not fit with free t3 and tsh results. The following data was provided: free t4 results on one sample tested three times were <0.02 pmol/l each time. The tsh result is 0.067 uiu/ml, the free t3 result is 11.04 pmol/l. If additional information is received, appropriate notification will be provided.